Event description:
During CABG procedure, heart-lung bypass machine in use, arterial filter started making noise, pump reading no flow. Hand crank used until pump component could be replaced. No apparent pt injury.